Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).the reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
Staff reported to caller (nurse manager) that the display of the n65p pulse oximeter was missing segments intermittently. It was noted that when the unit was turned off and back on, the display was ok. The caller herself was unable to verify the reported issue herself. There was no patient harm.